Event description:
It was reported that tandem mobi pump experienced repeated cartridge alarms, including confirmed cartridge alarm 30, that did not occur during cartridge loading. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with a backup insulin method if needed, while technical support arranged shipment of replacement pump with updated software, instructed customer to place current pump in storage mode and return it within 10 days using provided materials, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement pump.